Event description:
Procedure type: nephrectomy. According to the reporter: the balloon broke after pumping about 20 times. Used another. There was no bleeding reported in excess of 500cc. There was no unanticipated tissue loss. Nothing fell into cavity. No pt harm. The case was no extended by more than 30 mins.

Manufacturer narrative:
(B)(4).